Event description:
It was reported that during an infusion therapy with the ambit pca pump the settings changed. The settings were reportedly set at 0.0ml/hr basal, 3.0 ml bolus, 00:15 lockout and a 100 ml bag volume by the hospital staff. After approx nine hours of running the hospital staff stated sometime during the infusion the basal rate changed from 0.0 ml/hr to 18.0 ml/hr. Dud to the alleged change in dosing the pt had to be resuscitated. The pt is reportedly doing fine now.

Manufacturer narrative:
The pump was evaluated and found to perform as specified for each programmed test. At no time during the evaluation or powering on the pump did the pump alarm and display an error code. Due to the internal memory in the pump and the self check upon powering up the pump it is virtually impossible for the pump to inadvertently change settings in the middle of the infusion therapy. Summit medical believes that the error was due to user error. We believe the end user programmed the pump and did not verify the programmed settings afterwards. The pump setting can be verified at any time during the infusion therapy by pressing the run/pause button then tapping the bolus button. Had the pump settings been reviewed the error would have been caught before the pump was allowed to run for almost nine hours.